Event description:
Incident reported as: during surgery the doctor used the capio and the bullet broke off near the end of the suture on two attempts. They were retrieved without incident. No pt injury or intervention reported.

Manufacturer narrative:
No sample will be available for evaluation. Evaluation : sample received for evaluation. Results. Conclusion- internal corrective action was initiated to address this and similar issues. This CAPA was to implement corrective actions that will minimize recurrence of the customer's claim.